Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H10 - prior supplemental MDR #1 should be n/a as it was submitted in error - was intended for another complaint. Claim#: (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the haptic broken and with fibre on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of -8.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. Toxic anterior segment syndrome (tass) was observed. Diagnostics was performed: iop, visual acuity, and casia. Rinderon was used for treatment. The problem was resolved. Status of the eye is stated, "anterior chamber abscess 3 weeks after surgery (1 aug) recovered (felt a little kp remaing on the lens) on 21 aug." Cause of the event was the device with the lens not performing as intended. Reportedly, "found foreign objects on the lens when inserting"